Event description:
While running qc controls, the customer reported a leak of clenz from their coulter lh 750 hematology analyzer. The volume was not reported and the leak was not contained. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) arrived to customer's location and found customer had resolved the leak at the probe. The fse verified the repair and adjusted conductivity as a preventative maintenance. Per phone conversation with the customer on (B)(4) 2014, the customer stated the probe wipe was jammed on the rinse cup assembly and was not able to move freely to wash the probe. The customer turned off the instrument, unjammed the probe wipe from the rinse cup and realigned the probe wipe to make sure it would clear the bracket and powered up the instrument. The customer reports they have had no other problems with the probe wipe after this repair. (B)(4).